Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because it was not returned mmdg was not able to perform an investigation. After reviewing the complaint information sent to mmdg it appears this complaint was for a free floating particle of an unknown substance that was found in the reservoir of a non-spiked, non-filtered administration set that was introduced some other way and we are unable to confirm when or how the particulate was introduced because the set was not returned for investigation.

Event description:
The initial reporter stated that there was a small plastic piece inside the tubing. They also stated that this was found while the pharmacy was setting the device up and that the set was not used on a patient. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. During the investigation of the returned device, mmdg could not confirm any particulate matter in the returned samples. After reviewing the complaint information sent to mmdg it appears this complaint was for a free floating particle of an unknown substance that was found in the reservoir of a non-spiked, non-filtered administration set that was introduced some other way and we are unable to confirm when or how the particulate was introduced because the set was not returned for investigation.

Event description:
The initial reporter stated that there was a small plastic piece inside the tubing. They also stated that this was found while the pharmacy was setting the device up and that the set was not used on a patient. (B)(4).